Manufacturer narrative:
(B)(4). Sw - 4.11d. Retainer ring ¿ black. Insulin pump was returned for alleged damage to the battery tube on (B)(6) 2021. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube) , battery tube threads cracked, serial number label missing, cracked keypad overlay, stained keypad overlay, missing display window/cover, cracked reservoir tube lip, cracked case on corner of belt clip rails, end cap address label missing and minor scratches on lcd window. Damaged battery tube confirmed. Tested ok. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump backside was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.